Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, when the physician attempted to remove the access sheath, it became ¿tacky¿ and difficult to remove causing mid ureter trauma. They were still able to complete the procedure with this device. The condition of the patient at the conclusion of the procedure is unknown. The physician will follow up with the patient a few days post-procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.